Event description:
The customer reports that less than an hour after insertion of the PICC, a nurse noticed blood coming out the side. It appeared that the luer hub came off the tubing. No patient injury reported. No intervention reported.

Manufacturer narrative:
(B)(4). The customer returned one, PICC catheter for analysis. The catheter body was intentionally severed directly below the 27cm mark. The luer hub was not returned for analysis. Visual analysis revealed that the extension line had separated. After performing dimensional analysis, it was determined that the extension line had separated directly adjacent to the luer hub. Microscopic examination revealed that the point of separation was smooth and uniform. Visual analysis could not be performed on the luer hub as it was not returned for analysis. Therefore, it cannot be confirmed if a portion of the extension line is still stuck inside the luer hub. The distal extension line from the juncture hub to the point of separation measured 1.5", which is within the specification limits of 1.454"-1.546" per the catheter graphic. The extension line outer diameter measured .0946", which is within the specification limits of .093"-.097" per the extrusion graphic. The inner diameter measured .057", which is within the specification limits of .055"-.059" per the extrusion graphic. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained, and further consultation requested". The report of a separated luer hub was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated directly adjacent to the luer hub. The extension line met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, the root cause cannot be determined as the luer hub was not returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that less than an hour after insertion of the PICC, a nurse noticed blood coming out the side. It appeared that the luer hub came off the tubing. No patient injury reported. No intervention reported.